Event description:
Stated that pt has been experiencing periodic high blood glucose (20-30 mmol/l), for the past 3-4 weeks. Reporter indicated that pt's basal rates had recently been increased (from 32.2 u to 35.0u daily); however, bolus amounts have remained the same. Reporter stated that reporter cannot determine the cause of elevated blood glucose, stating only that pt is "growing." No error messages were generated by the device.